Manufacturer narrative:
The device was not available for evaluation and no lot number info was provided. The reporting doctor indicated this is a relatively common complication of contact lens wear. Based on available info, no causal factors can be determined and no conclusion can be drawn.

Event description:
Pt was seen at office for scheduled 1-day follow up visit and three corneal ulcers (two at periphery and one within the central 4mm of the cornea) were observed during routine slit lamp examination. Pt discontinued lens wear and was being treated for corneal ulcer o.s. There was no staining and no injection. The diagnosis of a corneal ulcer is inconsistent with the findings of no staining or injection and add'l info is being requested.